Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal event. Boston scientific technical services (ts) review of device memory indicated that no episodes were recorded by the device at the time of the event and all measurements were within range. No additional adverse patient effects were reported. This device remains in service.